Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case and bottom case were cracked, the left plunger case broken inside, and the left plunger case was cracked on the side. A review of the event history log identified syringe plunger not in place in history. During functional testing using syringe test and checking the readings of syringe plunger sensor the reported issue was unable to duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger board or plunger cable for preventive. Performed syringe test and all functional tests which passed. D4 (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a plunger sensor error. No patient injury was reported.